Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#:(B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code 3191: no code available (secondary surgery, lens exchange). H6 - device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -5.50 diopter, into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event is unknown.